Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2021-mar-01 (B)(4): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they changed the batteries in their programmer and then felt a shocking sensation with an amplitude around  2.3. They turned the stimulation down, but they still had a pain. The patient stated that they have not had any falls / car crashes or anything. The circumstances that led to the reported issue were unknown. While on the call, the programmer showed that the stimulation was off. The patient turned it back on and adjusted amplitude to 0.6 where they confirmed it was comfortable. The troubleshooting steps that were taken on the call resolved the issue. Patient services reviewed with the patient that they should follow up with their doctor if they continued to have pain / shocking.